Event description:
It is reported that the patient was undergoing revision hip arthroplasty, revising the acetabulum only, due to severe osteolysis-metalosis. The original sulzer device, catalog number and lot number unknown, was implanted approximately 15 years ago. During surgery, the packaging for the 52mm o.d. Zca reconstruction cage was found to be broken and the implant was no longer sterile. The surgeon had to use a 58mm. O.d. Zca reconstruction cage which then required additional reaming which weakened the bone. The post-op x-ray looked good and the surgeon was pleased with the ultimate result.

Manufacturer narrative:
H3: evaluation summary: while exact cause of this problem cannot be confirmed, it was most likely a result of excessive distribution or handling conditions. H6: evaluation: cage was returned with inner cavity in originally sealed condition. Pointed flange of cage has penetrated poly bag, inner cavity and outer cavity. Flange is protruding out of outer cavity approximately 1 inch. Cage was packaged with pointed flange facing out of the open end of the pouch. The packaging setup sheet does not specify the orientation of the cage in the pouch.